Event description:
Additional information was received that the physician performed non-invasive programmed stimulation (nips), where the device sensed appropriately and the shock impedance was within normal range. The plan was to continue to monitor.

Event description:
It was reported that this patient had received five shocks for atrial fibrillation with fast ventricular conduction, where the last shock triggered code 1005 for open circuit. Technical services discussed that a commanded shock would not be able to give you any added value, as the code was already evidence that there was a lead issue. It appears that the lead is still active. Additional information was requested with plan of action. No adverse patient effects were reported.